Manufacturer narrative:
The zip code that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; foley catheter was inserted and removed after the doctor tried and failed to inflate the balloon. Upon removing the catheter, it was noticed that the tip was not intact, it was not identified prior to insertion that the tip was missing; however, the team a not be certain that the tip wasn't already missing. The patient required a cystoscopy and a prolonged anesthetic. After checking the patient's bladder and the surgical field thoroughly the tip could not be located.

Event description:
It was reported that, foley catheter was inserted and removed after the doctor tried and failed to inflate the balloon. Upon removing the catheter, it was noticed that the tip was not intact, it was not identified prior to insertion that the tip was missing however the team a not be certain that the tip wasn¿t already missing. The patient required a cystoscopy and a prolonged anesthetic. After checking the patient's bladder and the surgical field thoroughly the tip could not be located.

Manufacturer narrative:
The reported event was confirmed cause unknown. Photo: received (1) photo samples. All photo samples showcase an overview of the catheter with a broken tip. Instructions for use were reviewed for this investigation. The labeling is found to be adequate to fulfill (B)(4) revision 27. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The zip code that was provided was (B)(6). Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.